Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and black particles device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identify: partial/total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -total/partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Health professional additionally reported the patient was implanted prior to age 22. Device has been explanted.